Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foggy image due to dirt on the objective lens. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer reported event was not able to be confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.